Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) inspiration valve (part number 10082605) was replaced. There was no patient or user harm.

Event description:
When the ventilator is operated, even if the trigger is turned off, the flow trigger continues to occur after a certain period of time and a number of alarms occur. (High frequency, high pressure, high minute volume) normal operation of the ventilator on the test after replacing the inspiration valve(p/n 10082605) we want to inspiration valve(p/n 10082605) standard rga.